Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a medivator dsd edge automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. The device was sent to an independent laboratory for destructive sampling and culturing. Destructive sampling took place from (B)(6) 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The axis part of the lever arm and the hole on the elevator tested positive for staphylococcus capitis. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for a spreader. The colonies could not be counted. The following microorganism was identified; pseudomonas aeruginosa. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation after destructive sampling. The forceps elevator/lever wire was cut. The plastic distal end cover body was damaged, and the arm and arm cover were missing. The nozzle, bending section cover, and bending section cover glue were missing. The scope leak check, plastic distal end cover insultation, guide wire tension test, and catheter test could not be performed due to missing parts. Additionally, te hold ring was missing, the glue on the control body side was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Pseudomonas aeruginosa is a gram-negative, non-spore forming rod that often colonizes water as a native habitat but can also commonly be found in soil. This organism can therefore be utilized as a water quality indicator and can be an opportunistic pathogen in the clinical setting. Pseudomonas aeruginosa has been connected to outbreaks following ercp and instances of developing multi-drug resistance. No delays were observed between the end of procedure and the start of manual cleaning. The endoscope did not show deviations / non-conformities during visual inspection during the sampling process. No deviations were observed during the sampling process. All 12 required scope sampling points were sampled. Growth was recovered from 1 of the 12 sampling sites. The microorganism identified during destructive sampling (staphylococcus capitis) did not match nor confirm the originally identified pseudomonas aeruginosa (hc), but rather indicated contamination from the lab. Escherichia coli is identified as a hc organism per the olympus protocol and FDA definitions for this 522 study. Pseudomonas aeruginosa is identified as a hc organism per both the olympus protocol and FDA definition for this 522 study. Pseudomonas aeruginosa has been previously described in literature as having a possible relationship between scope contamination and patient infection. While this species is rather common to recover from aqueous environments, it should be treated as an indicator species in clinical spaces. Due to the inability to obtain a true bio-burden count, as this species is highly motile, it is difficult to identify a direct source of contamination. In view of this site¿s previous microbial sampling and culturing, it is likely that the source of contamination came from contaminated water as opposed to being a result of improper or incomplete reprocessing. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.